Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a low grade oligodendroglia for 12 years and underwent a craniotomy procedure on an unknown date and an absorbable hemostat was used. Five days after the craniotomy the patient developed a new right hemiparesis and expressive aphasia that worsened over three days. The patient underwent a surgical exploration on an unknown date with inflammatory exudate. Pathology showed acute inflammation and residual oxidized cellulose material. The cavity was irrigated and the patient recovered and requires no further treatment.